Event description:
Customer had her ear pierced with the inverness ear piercing system in a retail store on 09/03/97. On 10/04/97 the earring became embedded in her ear lobe and was surgically removed. The customer was prescribed a course of antibiotic treatment as a precaution.

Manufacturer narrative:
The MFR evaluated the earrings and found no defects. A copy of the quality control dept report is attached. One pair of earrings & clutches returned as part of claim. Earrings used scratches on post near clutch groove. Debris under stone of one earring and in hole of one clutch. Also debris on top of one stone. No defects found.